Manufacturer narrative:
During the visual inspection of the lead, damages of the steroid collar were found which occurred most likely during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications.

Event description:
Ous MDR - it was reported that about 10 months after the implantation the lead dislodged. The associated ICD was found to be at eri at the time of the revision for this lead. Both were returned for analysis.